Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and anxiety with product.

Event description:
Patient reported "enlarged lymph node," "recent development of a large palpable lump on collar bone," "swelling in right breast," and "symptoms align to those that have been diagnosed with bia alcl." Patient also reported "recently diagnosed with an autoimmune disorder," event has been deemed not device related. Device remains implanted.